Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on the available information the cause of the reported difficult to remove (cds/sgc) associated with the difficulty faced while retracting the cds from the sgc was due to procedural conditions. The reported unexpected medical intervention was the result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling. The mitraclip clip delivery system (cds) referenced filed under a separate medwatch report.

Event description:
This is being filed to report air that entered the steerable guide catheter (sgc) due to user misuse and difficulty removing the clip delivery system (cds) from the sgc. It was reported that a patient presented with grade 3-4 functional mitral regurgitation (mr). During a mitraclip procedure, when it came to insert the xtw cds into the sgc, it was noted that the stopcock on the clip introducer was open when the clip was in the hemostasis valve. The open stopcock caused air to enter the hemostasis valve of the sgc. While the cds was retracted out of the sgc, there was resistance and difficulty removing from the hemostasis valve. Additionally, the blue sleeve on the clip introducer was caught on the clip arm and torn when the clip was pulled out. The cds device was replaced and the procedure was completed with the mr reduced to grade 1. There were no adverse patient effects or clinically significant delay. No additional information was provided.